Manufacturer narrative:
This report is for an unknown (B)(4) antegrade femoral nail/unknown lot. (B)(4). Device has not been reported to have been explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an antegrade femoral nail japanese was used for a fracture of shaft of femur case. The end cap could not be inserted into the nail at all during the surgery. Although the surgeon added surgical incision to confirm the nail did not get caught in patient¿s soft tissue, he was not able to insert the end cap. The surgeon tried to insert the other end cap but without success. Finally he decided not to insert an end cap and completed the surgery. The surgery was extended for sixty minutes due to this event. This report is for an unknown (B)(4) antegrade femoral nail. This is report 3 of 3 for (B)(4).